Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2009. On (B)(6) 2011, it was reported that the charging system would not locate the ipg. The charging system was replaced. Follow-up on this matter found that the replacement charging system did not resolve this issue. A consultation with the physician is planned.